Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing at the user facility, the device did not alarm for s233 (over temperature-psc) malfunction alarm; however, the device powered up with a loud noise from the device fan assembly and s233 (over temperature-psc) malfunction alarm code was noted in the device history. The probable cause of the s233 malfunction alarm code was a broken fan. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the device alarmed with a s233 (over temperature-psc) malfunction alarm code. No information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device powered up with a loud noise from the device fan assembly and s233 (over temperature-psc) malfunction alarm code was noted in the device history. No additional information was provided.